Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported by customer representative, the v60 ventilators touchscreen fails intermittently and unable to calibrate. Based on information provided this issue was identified outside of clinical use and no reports of patient/user harm or injury. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received from philips international authorized personnel; the device has been repaired. However, the customer performed their repairs and will not disclose details of the repair.

Manufacturer narrative:
H10/11: additional information received from customer representative clarifying the touchscreen was not at all functional. Investigation still in progress, a follow up submission will be completed accordingly.